Event description:
It was reported that the patient was experiencing an increase in seizures that went from mild drop seizures every 1 to 2 weeks to full drop seizures every few minutes and the patient's physician noted that the seizure levels had increased more than normal. The patient went to the emergency room where they were treated with keppra, which they continue to take. The patient was referred for vns replacement due to low battery and increased seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the patient underwent a battery replacement due to battery depletion and the device was discarded.